Event description:
I recently had my silicone breast implants removed and was astounded by how many issues and symptoms vanished the day they were out. I would like to report that I had bilateral 270cc gel filled mcghan textured, round, silicone breast implants from (B)(6) 1991, put in by dr. (B)(6) in (B)(6). He did a wonderful job and I had no complaints. After 23 years, the implants were not even ruptured. They did exactly what the manufacturer made them to do. However, I had a long list of chronic, debilitating symptoms, common to others with implants. It was enough to make me go through with explantation. I am now 2 weeks post op and I still can't believe how many issues have already resolved. I want to tell you my story so that you can record my experience and inform other women considering implants or explantation. Of the dozens of plastic surgeons that I called seeking explantation, only 3 even acknowledged the issues and speak out about it. The rest are sold out to the manufacturers and deny all of it. Please be vocal about this serious health threat. I struggled daily with the following symptoms, right up until the day of surgery, and all of these have resolved: foul smelling urine - gone. No one could ever figure this out. Even when I stopped all supplements, went high carb low fat low sodium vegan, tried going raw, nothing changed the smell of the urine. Bladder pain, inflammation, irritation, burning, urgency, frequency. (I had interstitial cystitis) - gone. Pain below right breast, in what felt like my liver area. Suffered for years with this "pulling" that was actually from the capsular contracture on that side. Especially when I would lie on my back. Gone when I awoke from surgery. Chest wall pain - gone. Hip, knee and shoulder joint pain, pain in joint of big toe, muscle pain in thighs, buttocks and down the legs. Muscle twitching and weakness. Clicking/catching in neck - gone. Cold hands and feet, would turn purple - gone. My husband can't believe how warm my hands and feet stay now. I'm not cold all the time. I haven't turned the heater on in our room once and I never lived without it before. Brain fog, much improved. I knew what day it was when I signed paperwork at the doctor's office on day 3. This was such a problem before. Even when I signed papers at my consultation the day before, I didn't know the date and had to ask. This was an important day, and I could not recall the date. I can dial a phone number without having to look back at the number 3 times. Fatigue, so much better. I feel wonderful. My adrenal glands worked overtime, all of the time. I felt zapped. Now, I have great energy. Sluggish colon, so much better. I go every day now. I was going 3-10 days without a bm. I am taking the magnesium and probiotics, per dr. (B)(6). What a difference. I had tried many things, though. Before my explant, even miralax failed. So, I think removing the implants helped, along with the magnesium and probiotics. Skin rash on the outside of my arms and backs of my hands were gone in about 4 days. That had been around for a few weeks. Overall skin improved. Dryness and bumps - gone. Allergy symptoms were constant. Chemically sensitive to everything. I woke every morning with itchy, watery, painful, bloodshot eyes which stayed that way most of the day and sometimes got worse - totally gone. Painful teeth and swollen lymph nodes in my neck - gone. I can't remember when my lymph nodes felt this small and did not hurt. Frontal headaches, sinus pressure and pain - gone. Shocking pains down both arms from the arm pits - gone. Feet no longer puffy and painful when they hit the floor. My temperature has regulated. My face is not puffy with the red patch across my cheeks and nose. How is this? How could a body by so burdened from "intact" implants? The body's response is to get rid of it. This is hell on your health. Tell women the truth. It is not worth it.